Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the batteries were found to be depleted. The device history log indicates that the device was in a red 'x' condition for non-critical errors for over a year without the end user intervening. This will cause the batteries to deplete over time. The batteries were replaced to resolve the malfunction. This report has been attributed to end user error. Analysis for reports of this type has not identified an increase in trend.